Event description:
It was reported that the patients ipg was not working as intended. The patient underwent an ipg replacement procedure. Additional information was received that the ipg was replaced with an MRI compatible device. The explanted ipg was not returned.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in (B)(6) 2022.

Event description:
It was reported that the patients ipg was not working as intended. The patient underwent an ipg replacement procedure.